Event description:
It was reported that the system was explanted due to infection. Patient was in the hospital for about a week. Device and leads were explanted. Patient was stable prior, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.